Manufacturer narrative:
Additional: manufacturing year 2005. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Mfg date requested but not available at the time of this report. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with light sensitivity, irritation, and increased lacrimation in both eyes. The topical steroid dosage was increased with lotemax pulse in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of extremely watery eyes in the morning when driving to work due to the sun. Light indoors is very bothersome and there is irritation in both eyes, right eye being worse. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017 right eye pre-op 20/15 -.75 x -.50 x 10, left eye pre-op 20/15 -1.00 x -.50 x 165. This report is for the visx system. A separate report is being submitted for the intralase laser.